Event description:
The customer reported via phone call that the insulin pump had a protruding drive support cap. The customer stated that the insulin pump had not been dropped or bumped. The customer did not know the blood glucose reading. He stated that he had pressed the drive support cap in and received insulin. He noted that no compromised force sensor system alarm occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, and a protruded/loose drive support disk.